Event description:
During laparoscopic appendectomy, endo gia universal 12mm and endo gia roticulator 45-2.0 misfired. The load was tested properly prior to use, but would not release after firing on the omentum.